Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the alleged condition of the drill overheating was confirmed. Based on the investigation details, the likely cause for the overheating was worn driveshaft bearings and a problem with the rotor bearings, which were replaced along with other components as part of preventive maintenance. The handpiece was returned to the customer after service repaired the device and did a clean, lube, and adjust to the drill.

Event description:
It was reported that the handpiece began overheating during an oral surgery. There was no reported patient or user injury, and the procedure was completed successfully.